Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of steroid eluting bipolar epicardial leads in pediatric and congenital heart disease patients: 15 years of single center experience. Journal of cardiothoracic surgery. 2014;9(1):84-84. (B)(4).

Event description:
A journal article was reviewed which contained information regarding an epicardial lead. The article indicated that four months after the implantation of a pacemaker, the patient developed ¿dilative cardiomyopathy¿ and was indicated for a heart transplant. However, an angiograph was done and it was discovered that there was cardiac strangulation caused by the epicardial lead. The lead was repositioned. A new left ventricular (lv) lead and biventricular pacemaker was implanted. Upon discharge, the patient¿s ¿interventricular synchrony had improved. The lead remains in use. No further patient complications have been reported as a result of this event.